Event description:
It was reported that this pacemaker and non-boston scientific rv lead were exhibiting an intermittent loss of capture (loc). It was noted that every other ventricular pace event exhibited different morphology and the patient experienced fatigue. Technical services (ts) paged the local boston scientific representative to evaluate the device. No additional adverse patient effects were reported. This device remains in service. Additional information was received that indicated that the loc was confirmed and reprogramming was performed. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this pacemaker was explanted approximately three months after this event. This pacemaker has been received with no additional information.

Event description:
It was reported that this pacemaker and non-boston scientific rv lead were exhibiting an intermittent loss of capture (loc). It was noted that every other ventricular pace event exhibited different morphology and the patient experienced fatigue. Technical services (ts) paged the local boston scientific representative to evaluate the device. No additional adverse patient effects were reported. This device remains in service. Additional information was received that indicated that the loc was confirmed and reprogramming was performed. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this pacemaker was explanted approximately three months after this event. This pacemaker has been received with no additional information. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker and non-boston scientific rv lead were exhibiting an intermittent loss of capture (loc). It was noted that every other ventricular pace event exhibited different morphology and the patient experienced fatigue. Technical services (ts) paged the local boston scientific representative to evaluate the device. No additional adverse patient effects were reported. This device remains in service. Additional information was received that indicated that the loc was confirmed and reprogramming was performed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker and non-boston scientific rv lead were exhibiting an intermittent loss of capture (loc). It was noted that every other ventricular pace event exhibited different morphology and the patient experienced fatigue. Technical services (ts) paged the local boston scientific representative to evaluate the device. No additional adverse patient effects were reported. This device remains in service.